Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A boston scientific technical services (ts) consultant recommended device replacement and no additional adverse patient effects were reported. Additional information received, stating that the device was explanted and there was no patient complications or adverse effects reported. The device was discarded by the hospital, therefore, will not be return for analysis.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A boston scientific technical services (ts) consultant recommended device replacement and no additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.